Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level ranged from 40-50 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.